Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this patient presented to the emergency room after receiving shock therapy. No indication therapy was exhausted. It was determined the shock was inappropriate due to noise on the right ventricular (rv) rate/sense channel. The noise started a couple of months ago. It was also noted the rv pacing impedance increased from about 452 ohms to about 1604 ohms the day the patient presented to ER. The health care professional (hcp) was able to reproduce the noise with isometrics. The commanded rv pacing impedance was about 1656 ohms with noise. After reviewing the rv pacing impedance trend values, it was observed the rv pacing impedance was greater than 2500 ohms on multiple occasions over the last several months. The patient is not pacer dependent and denies any symptoms. The daily shock lead impedance was normal. The root cause for the clinical observations remains undetermined. Technical services provided troubleshooting and programming options. At this time, this rv lead remains in service and there were no adverse patient effects reported.